Event description:
It was not turning properly. The drillbit was wobbling when it was spinning, all other product used was stryker product.

Manufacturer narrative:
Investigation in process but not yet complete.